Manufacturer narrative:
The event unit has returned to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy. . Report from the sales rep: clip formation failure occurred continuously during the procedure. The case was completed with the new one. The malformed clips were removed. Initial investigation report: the event unit was returned to us. The feeder was deformed. (Pic.1) four of the malformed clips were returned. (Pic.2) the unit will be returned to amr for further evaluation. Admin# (B)(6). Products available for return: 1 device, 1 package, 4 clips. Additional information received by applied medical complaint engineer (05jan2023): a clip returned under complaint (B)(4) was found to be scissored on (B)(6) 2023. Patient status: no patient injury. Intervention: the case was completed with the new one. The malformed clips were removed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with four clips. Visual inspection noted two scissored clips and damage to the distal ramp of the channel support assembly (csa). Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by a damaged csa distal ramp, which likely resulted from the component being caught within the jaws and damaged when the unit was inserted through a trocar or actuation of the trigger. Correction: section d9 is being updated as the incorrect date was noted in the initial medwatch #2027111-2023-00306

Event description:
Procedure performed: cholecystectomy event description: [institution] report from the sales rep clip formation failure occurred continuously during the procedure. The case was completed with the new one. The malformed clips were removed. Initial investigation report the event unit was returned to us. The feeder was deformed. (Pic.1) four of the malformed clips were returned. (Pic.2) the unit will be returned to amr for further evaluation. Admin# (B)(6). Products available for return: 1 device, 1 package, 4 clips intervention performed: the case was completed with the new one. The malformed clips were removed. Patient status: no patient injury.